Event description:
Clave was stuck on so tight caused blistering of fingers of rn attempting to remove it. Vir had to be consulted. Cvad liaison could not get clave off. Clave was locked on.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported that the clave was stuck on so tight caused blistering of fingers of rn attempting to remove it. One photo was provided by the customer regarding the connection issues. The photo shows a customers hand with blisters, however, photos or a physical sample of the product was not provided. The customer complaint of connection issues could not be verified. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.